Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffecive". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), starvation ("starve"), vomiting ("puke crawl"), alopecia ("lost hair"), malnutrition ("malnutrition"), abortion spontaneous ("lost a healthy baby when they did a tubular on her") and chest pain ("heart has been damaged by stress of agony") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, starvation, vomiting, alopecia, malnutrition, pregnancy with contraceptive device, abortion spontaneous and chest pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, chest pain, malnutrition, pelvic pain, pregnancy with contraceptive device, starvation and vomiting to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: alopecia, malnutrition, pain, starvation, vomiting, pregnancy with contraceptive device and chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffecive". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), starvation ("starve"), vomiting ("puke crawl"), alopecia ("lost hair"), malnutrition ("malnutrition"), abortion spontaneous ("lost a baby") and chest pain ("heart has been damaged by stress of agony") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, starvation, vomiting, alopecia, malnutrition, pregnancy with contraceptive device, abortion spontaneous and chest pain outcome was unknown. The reporter considered abortion spontaneous, alopecia, chest pain, malnutrition, pelvic pain, pregnancy with contraceptive device, starvation and vomiting to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: alopecia, malnutrition, pain, starvation, vomiting, pregnancy with contraceptive device and chest pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.